Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/02/2018 to present date 11/30/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer wanted to know how to correct error code 255-32784-275 on 8015 sn: (B)(4). No patient involvement.